Manufacturer narrative:
H6: updated. H3: one device was received. A review of the event history log found an upstream occlusion alarm. Upon further investigation, the downstream occlusion (dso) seal was found to be damaged. The upstream occlusion sensor and dso seal were replaced. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed upstream occlusion after the patient had been connected. Multiple attempts had been made to reset the pump, including attaching it to another line, but the error had persisted. The pump had been switched out, and the new pump had functioned without any issues. Additionally, one of the nurses had experienced difficulty connecting the defective pump to the cassette, suggesting that there might have been multiple issues with the pump. Event occurred while in use with a patient but no patient harm was reported.